Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient stated the device was not working at all. They stated they were having issues with the controller. They stated they had a return of symptoms that wasn't that bad, but they had to run to the toilet. They were getting the poor communication screen with and without the antenna. They were sent a new antenna to resolve the issue. Additional information was received. The patient reported they got a replacement antenna and patient programmer and they were still getting poor communication with the antenna. They were instructed to attempt to communicate without the antenna and they still got poor communication. They were redirected to their healthcare provider for further investigation. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the cause of the device not working was determined; the stimulator battery was dead. It was noted that they were in the process of receiving authorization from their insurance so that the battery could be replaced. No further patient complications are anticipated or expected as a result of this event.